Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of nerve, vessel or structure damage. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represent the device #1. An additional MDR has been submitted to represent the device #2. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. H3 remains implanted

Event description:
Per clinical trial (B)(6). On (B)(6) 2015 , patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaflex were used (device #1 and device #2). Concomitant procedures included abdominoplasty and repair of periumbilical hernia. On (B)(6) 2015 , nerve, vessel or structure damage; right areola, was reported. Patient was treated with medication (nitropaste). Resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies the reported ae is likely related to the device and serious.